Event description:
The customer reported an overload fault. This error will result in a loss of system functionality. No pt or user injury reported.

Manufacturer narrative:
A ge rep evaluated the system. The system will be monitored for future performance issues. No other info is currently available.